Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. A request was made for technical services to review the device data in the remote monitoring system. Upon review, there was no evidence of the device emitting beeping tones. However, there was evidence that the device was depleting prematurely, due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. A request was made for technical services to review the device data in the remote monitoring system. Upon review, there was no evidence of the device emitting beeping tones. However, there was evidence that the device was depleting prematurely, due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative inquired with the facility twice to see if the device was replaced but was not able to obtain any additional information. At this time, evidence suggests the device remains implanted and in service. An amended report will be submitted if additional information or explanted product is received. In december, the device was received for laboratory analysis.